Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "the wire in the wrist part was broken during cleaning." Failure analysis found the primary failure of frayed grip cable at the distal end to be related to the customer reported complaint. For clarification, there was no broken cable found on the instrument. Instead, the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Additional observations not reported by site: the instrument was found to have damage of the conductor wire's insulation. The instrument passed the electrical continuity test. The wires were not found to be exposed. The instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. Broken pieces were missing as a result. Size of missing piece is approximately .034 x .075. The instrument was found to have various scratch marks removed on the main tube. The scratch marks were .078 - .147 in length and were not aligned with the tube axis.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a wire broken on the wrist part that was found during cleaning. There was no report of patient involvement.